Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [3 mg/ml] at a dose of 1.0989 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had their pump and catheter explanted on (B)(6) 2017 due to a seroma on their back. It was noted that they had drained the seroma few times but they eventually decided to explant the system. The date of the event was asked but unknown. It was indicated that they were wondering if there were microscopic holes in the catheter that could be causing the seroma. It was reported that results came back and there was no infection. It was stated that the catheter would be sent back for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ 22 is being updated to 11 for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump and catheter were returned. It was noted the device would not be replaced at this time. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis found damage to the transition tubing on the catheter body. Result code 3233 and conclusion code 11 no longer apply. Result code 180 and conclusion code 67 apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-18. It was indicated that the explanted catheter would be returned in the next few days. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-21. It was reported that the seroma had been resolved as the pump was explanted. It was indicated that the patient's weight at the time of the event was unknown. No further complications were reported or anticipated.